Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 55 mg/dl; cause was not known. Customer went to the emergency room, was subsequently admitted to the intensive care unit, and was treated with intravenous fluids of saline. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.